Event description:
The core micro drill was sent for eval due to overheating during a routine field service maintenance visit. There was no pt involvement, and no adverse event associated with the device.

Manufacturer narrative:
Quality investigation is in progress. Upon it is completed, a follow-up report will be submitted.